Manufacturer narrative:
Correction made to b5: it was reported that there was a separation between the female connector and main body of ten (10) [previously submitted as twelve (12)] minicap transfer sets. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of twelve (12) minicap transfer sets. This was noticed during testing of the devices before use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.